Event description:
It was reported that during a surgical process the light system became detached. As reported the light system did not fall completly but remaind hanging on its wiring only. No patient or user was harmed.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
Photos and videos of the affected luminaire system were available for investigation. The installed based at the customer side were examined by technician in cooperation with a team from wpi (workplace infrastructure). The polaris 100/200 or luminaires installed in an or at (B)(6) hospital in 2016, became detached at the mounting system. As a result, the luminaire system was only hanging from its wiring, which prevented it from falling onto the or floor. No user or patient was harmed in cause of this event. An installation error was found to be the root cause for the detachment of the luminaire system. The mounting system of the luminaire system was modified in deviation from the installation instructions. These modifications were preformed without consulting a draeger design team or service to determine if the changes made were acceptable. Additionally, deviation in the drilling pattern for the mounting screws was detected and the system was mounted with only four m6 screws instead of the required eight m6 screws. No systematic design or manufacturing error was identified. The installation of the luminaire systems was carried out by a draeger-authorized company. For this, contractors are provided with the corresponding installation instructions. In this case no acceptance records are available. The installation instructions as well as the assembly and acceptance test protocols relevant to the installation specify the installation procedure and the testing of the system afterwards. If the installation instruction is not followed parts or assemblies may not be adequately fastened, and mechanical safety can therefore no longer be guaranteed. As a result, affected system components may come loose and fall. In this regard, there is a risk of injury for patients and users. The same modified mounting systems were discovered in two other op rooms, which therefore were closed for further use. One similar case was identified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that during a surgical process the light system became detached. As reported the light system did not fall completly but remaind hanging on its wiring only. No patient or user was harmed.